Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were ramping, but not scrolling. Customer's blood glucose was 200 mg/dl. The customer states the buttons are unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan.